Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) does not power on with multiple autopulse li-ion batteries and the power button is inoperable was not confirmed during the functional testing and the archive data review. The autopulse platform was powered on successfully during the testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. There was no device malfunction. The investigation findings revealed that around the date of the event, the platform was used with a depleted battery. The battery was not returned for investigation. Hence, the returned autopulse platform performed as intended with a good-known autopulse li-ion battery. During visual inspection, missing load plate screws and grip strips were observed, unrelated to the reported complaint. The autopulse platform is a reusable device that was manufactured in february 2008, and has exceeded its service life of 5 years old. The observed issues found during visual inspection is characteristic of normal wear and tear for the life of the device. The archive data review showed no significant discrepancies on the reported complaint date, however, the data showed the last power-on of the platform was performed with the battery sn: (B)(4) with the capacity below the operating range that likely could attribute to the customer reported issue. The autopulse platform passed the initial functional test without any fault, or error. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries without any fault or error.

Event description:
As reported, the autopulse platform (sn: (B)(4)) used by the training department failed to power on. The platform was tested with multiple autopulse li-ion batteries, however, the same issue was observed. The customer assumes the power button is inoperable. No patient involvement